Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 12 infusion sets adhesive between (B)(6) 2024 to (B)(6) 2024.the infusion set fell off white doing physical activity/sweating, swimming, or bathing. The infusion set was in use for 24 hours. The blood glucose level was 150-200 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 12 of 12.